Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Additionally, an incomplete insertion was reported at implantation. This is a final report.

Event description:
Reportedly, the user had an infection and extrusion of the implant. The user was explanted and will be re-implanted as soon as an implant is available.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user had an infection and extrusion of the implant. The user was explanted and will be re-implanted as soon as an implant is available.